Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen becomes occasionally noised. A root cause could not be identified. Based on the results of the investigation, it is likely the reported failure image had snowflakes occasionally and additional malfunction screen becomes occasionally noised was due to ultrasound plug unit and substrate was not good. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited a snowflake image issue during inspection for use. There were no reports of patient harm.